Event description:
The customer observed a sample identification/presentation error (8275) in association with the architect i2000sr analyzer and the inpeco aps iom platform. Sample identification number (B)(6) was in the sampling position, but sample identification number (B)(6) was sent to the laboratory automation system (las). There is no reported impact to any patient management. A service call was initiated.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No consequences or impact to patient (B)(4). Computer software issue (B)(4). Patient identifier : (B)(6).

Manufacturer narrative:
This medwatch report was filed in error. This is a duplicate report. Customer issue and product evalution covered in manufacturing report number 1628664-2012-00029.

Manufacturer narrative:
Error code 8275, sample presentation error, occurred on a sample on the architect i2000sr connected to the accelerator aps. The i2000sr received two consecutive sample in position messages without receiving a sampling complete message after the first sample. Aps software version 1.7.1 and firmware version 1.37 were released through a technical service bulletin (03 december 2010) to address the issue. An additional corrective action will change the architect software to send tests to exceptions from samples with error code 8275. This complaint does not raise new issues nor expand the scope with respect to the issue being evaluated. The planned modification of the architect software to send tests to exceptions will lower the potential risk. A review of complaint tracking and trending metrics was performed and did not identify any non-statistical or adverse trends with respect to error code 8275 in conjunction with the complaint currently under evaluation. The architect system operations manual, 201837-108, and the accelerator aps operations manual, 580799011.0, provide troubleshooting assistance for error code 8275 and sample presentation errors.